Event description:
In 2008, the patient reported that this morning she bolused 25 units of insulin through her infusion device and she felt "wet" at the infusion site and the infusion device occluded (e4). She stated that the site had been in place since the previous night. She did not have another infusion site with her at the time of the report. Upon follow up on the same day, the patient was instructed to remove the infusion site and she stated that the cannula was bent. She stated that she inserts the infusion sites slowly. She was advised to insert the infusion site with a quick motion at a 90 degree angle. She inserted a new infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.